Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Customer reported that the patient is hemiplegic due to poor veins and long treatment time, a "central venous catheter with peripheral intubation" was placed according to the doctor's advice. The medical staff of our hospital successfully placed the tube for the patient, and when the withdrawal was confirmed, it was found that the extracted blood contained foam, and sometimes there was no blood return (under normal circumstances, the blood return should be smooth, no foam), which was very confused, and the position of the pipeline was adjusted, and this was the case for repeated withdrawal and injection. Later, it was found that the end of the pipe had been dripping water when the saline was injected, so it was thought that the interface was not tightened. After re-fixing the interface, the lowest part was changed repeatedly, but water was still leaking there. According to the results of catheterization prediction, fortunately, this section of PICC tube belongs to the cutting range, and it does not need to be re-catheterized or replaced. After cutting, blood return is smooth and properly fixed after inserting the kit. No patient harm reported. No other information provided.